Event description:
It was initially reported that a company rep received an error message while trying to perform a software upgrade to a physician's dell x50 handheld device. The message received read "notification error cannot execute/program files/vns 7.1/vns 71.exe" however, the info on the main screen indicated that v8.0 software was loaded on the handheld. The rep indicated that the icons that he would navigate through to perform the upgrade did not appear to be in the correct location and that an extra icon would also appear. He stated that each time, he would try to perform the upgrade, he would obtain the same error message. A replacement handheld was sent to the physician and good faith attempts to have the handheld in question returned to the MFR for analysis have been unsuccessful to date.